Manufacturer narrative:
(B)(4).

Event description:
During endoscopic resection of the nodule of lung apex of the right upper lobe, the stapler worked properly with the first black reload. A second black reload was loaded into the same stapler. When the blade advanced the tissue slipped off and came out from the stapler jaws. A third reload was used but the stapler has been unable to close and during the mechanical stress the stapler mechanism slips emitting a strange noise (the tissue is excessively big and complicated). For this reason the surgeon decided to replace stapler and reload with a new one. The new stapler closed, the blade advanced but when the staples were fired and deployed completely from stapler they did not closed properly on the tissue. Some of them remained opened or not completely closed. The parenchyma tear with modest bleeding (more than 500cc) immediately blocked. No blood transfusion required. The staple line was incomplete. The staple line was resected and re-stapled. This did not cause any permanent damage. To solve the problem and complete the surgery, they opened a lateral thoracotomy to performed apex extended lung resection. For this a new stapler and black reload was used with no problem. Note: the surgeon refers that the lung was not emptied of air by the anesthetist and therefore he had difficulty. Extension of the surgery time and exceeding post-operative recovery time. Extension of the surgery time and exceeding post-operative recovery time. The patient status is currently good. When the lung could not be emptied of air, the surgeon found the lung was inflated and hypertropic.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).